Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode while the patient was on hospice. Technical services (ts) was consulted and provided some guidance on battery consumption and possible options. This crt-p remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode while the patient was on hospice. Technical services (ts) was consulted and provided some guidance on battery consumption and possible options. This crt-p remains in service. No adverse patient effects were reported. Additional information was received and this crt-p has been explanted. No additional adverse patient effects were reported. The product has not returned to the manufacturer.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode while the patient was on hospice. Technical services (ts) was consulted and provided some guidance on battery consumption and possible options. This crt-p remains in service. No adverse patient effects were reported. Additional information was received and this crt-p has been explanted. No additional adverse patient effects were reported. The product has returned to the manufacturer.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.